Event description:
As a result of using amo complete moistureplus multi-purpose contact lens solution, my eyes have been red, irritated, and in pain. I have seen several eye drs and replaced many contact lenses in an effort to alleviate my eye problems - none of which has worked. Dates of us: 1985 to 2007. Diagnosis or reason for use: for care of contact lenses. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.